Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger was starting to burn the patient at the ins site following a recharging session. The patient reported she didn't feel the burn on her skim but saw a red mark where the antenna was and a "burn but no heat of skin". The patient did not feel the issue could be due to pressure of the antenna. It was reviewed that recharging speed could be reduced and the manufacturer¿s representative (rep) should ensure charging best practices were in use. Additional information received stated that the patient felt like the recharger was getting hot to the touch where the where the ins is placed. The rep stated that the patient has some nerve damage and noticed a mark that may be from pressure or heat. Patient was issued a new recharger. Additional information received stated that burning during recharging could not be confirmed, however the rep did not know of any complaints from the patient regarding the new recharger antenna. It was confirmed the reported nerve damage was no associated with the device or therapy. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.